Event description:
Healthcare professional reported left side "probable late seroma." Healthcare professional later reported "axillary lymph nodes that preserve fatty hilum and cortical thickness with measures approximately between 10.8 mm and 11.2 mm" via ultrasound and "capsular contracture grade IV, rupture." Device remains implanted.

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review and remediation effort based on MDR reporting process and FDA adverse event reporting requirement. CAPA 737316 was opened on 11jul2025 to address correction. Device performance and/or risk profile are not impacted. A review of the device history record has been completed. No deviations or non-conformances noted. The reported events of seroma, and capsular contracture are physiological complications and analysis of the device generally does not assist abbvie in determining a probable cause for these events. Reason for reoperation: rupture, seroma, and capsular contracture, baker grade IV.